Event description:
It was reported that a physician attempted suture placement of a prostar xl device in a preclosure fashion in a moderately calcified left common femoral artery (lcfa) prior to an abdominal aortic aneurysm (aaa) prosthesis implant procedure. Reportedly, resistance was felt during insertion of the prostar xl device. The physician had difficulties to enter the left common femoral artery and did not obtain marking. The physician removed the device, flushed the marker lumen and inserted the prostar xl again experiencing resistance while attempting to advance the device into the vessel. This step was repeated 5 times as still no marking was visible. Each time resistance was felt - probably caused by the vessel calcification. The device was removed from the patient groin and the puncture site was closed after the procedure by suture. The diameter of the artery was 7 mm. Computerized tomography scan showed calcification at the posterior area of the lcfa. There were no adverse patient effects. The physician is reportedly in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the handle was still in the pre-deployed position and there was no slack on the sutures. The marker tube appeared normal and the marker port was not occluded. The sheath appeared normal. The presence of dried blood on the marker tube is an indication that the marker tube was not occluded. During this investigation, guide wire patency was performed. A new guide wire was backloaded and frontloaded without problem or resistance. There was no abnormal observation found. The probable cause for the reported difficulty inserting the sheath include, but are not limited to manufacturing, challenging anatomies, heavy calcified arteries, heavily scarred tissue, morbid obesity and tight tissue tract due to inadequate skin incision or using a smaller sized introducer sheath. The prostar xl instructions for use (IFU) states: the safety and effectiveness of the prostar xl have not been established in patients with common femoral artery calcium, which is fluoroscopically visible at access site. Reportedly, the left common femoral artery was moderately calcified, which may have contributed to the reported difficulty. There were very limited patient anatomical conditions or user technique information, to evaluate that may have affected the device performance. During manufacturing, the marking of each device is subject to inspection and a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the device performed according to specification; therefore, the cause for reported event could not be determined. A review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database did not reveal any other similar reported incidents from this lot. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: terumo 0.035. Sheath: 9f. Other: endurant stent graft (medtronic). Heparin. The prostar xl instructions for use states: do not advance or withdraw the prostar xl device against resistance until the cause of that resistance has been determined. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.